Manufacturer narrative:
Device return for analysis is pending. This investigation will be updated should additional information be provided or when device analysis is conducted.

Event description:
Boston scientific received information that this pacemaker and the associated right ventricular (rv) lead were explanted and replaced after exhibiting periods of brief pacing inhibition and subsequent intermittent loss of capture was observed when the patient presented clinically after experiencing a fall. It was not known if the patient was experiencing pacing pauses prior to the fall. Device interrogation showed the lead safety switch had tripped due to a low impedance measurement. Clinical testing could not re-create low impedance measurements, but intermittent loss of capture was observed at all tested output levels. It was noted that the lead had not dislodged, but was twisted and bent around in the device pocket. When a new rv lead was implanted and connected to this device, there was no capture, and high out-of-range pace impedance measurements were observed despite multiple attempts to ensure a secure lead connection. Measurements of the replacement lead were normal when tested through a pacing system analyzer (psa). The decision was then made to replace this device. No subsequent issues were identified with the replacement pacemaker and rv lead. It also was noted that there were capture issues with the temporary pacing system.

Manufacturer narrative:
Upon receipt, high power visual inspection of the header and lead barrels did not identify any irregularities. The header was solidly attached to the pulse generator casing and all seal plugs were intact. The medical adhesive around each seal plug was properly adhered to the header. No obstructions were observed in the lead barrels and seal ring markings were visualized. This observation indicates that full lead insertion had been achieved. All four setscrews operated normally in both directions. Inspection of both the rv(tip) and rv(ring) set screws found no signs of cross threading. Both lead barrels passed pin gage testing that verified the inner dimensions of the lead barrel and terminal blocks. The device paced and sensed normally during all testing. The device accurately measured various resistive loads applied to the ventricle lead barrel in both bipolar and unipolar lead configurations. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. It was concluded that this device performed normally throughout laboratory testing.